Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Manufacturer narrative:
(B)(4).

Event description:
The customer reported that device was missing softbutton. There was no report of patient involvement.